Event description:
The olympus representative reported on behalf of the customer, during a therapeutic procedure, the evis exera iii duodenovideoscope with the single use distal cover were inserted without issue, however, the clear cover started to dislodge a bit. The issue seemed to correct as the cover could not be seen anymore. After completing the case, as the device was withdrawn through the stomach. The cap was noticed sitting in the stomach, which could have very well been missed. Retrieval was difficult as the cover was grasped with forceps, and there was difficulty pulling back up the esophagus and eventually the thin part of the cap ripped. The cover had to be pushed back into the stomach and the user had to use a roth net and had some difficulty pulling the cover out. The patient had a bit of a narrow esophagus but indicated the event should not be able to happen. No patient harm reported. The user had one (1) additional occasion where the single use distal cover had dislodged within a patient. The first case was one (1) month or two (2) months prior, and the user was inserting the scope and the cap dislodged in the posterior oropharynx. The cover was quickly grasped and retrieved without entry into the airway. No patient harm reported. The olympus area manager performed an in-service to all end users of the olympus endoscope and distal cover. After the in-service, there have not been any related incidents with the distal cover falling off the endoscope. The facility contact did not believe there was anything wrong with the scope and was an end-user error who needing more education on the product. (B)(6), tjf-q190v is for patient 1 with the distal cover falling off in the stomach. (B)(6), maj-2315 is for patient 1 with the distal cover falling off in the stomach requiring additional intervention to remove it. (B)(6), tjf-q190v is for patient 2 with the distal cover lodging in the posterior oropharynx. (B)(6), maj-2315 is for patient 2 with the distal cover lodging in the posterior oropharynx. This report is 3 of 4 for (B)(6), tjf-q190v, for patient 2 with the distal cover lodging in the posterior oropharynx.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The olympus representative informed tac of the event. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, there is a possibility that the distal cover became in a state of easily coming off for the following and then fell off. Therefore, cause of the reported event is likely due to the usage of anti-fog agents adhered to the cover, the cover got broken by chemical stress or the cover was not fully attached to the scope. It is also likely the cover was pushed aslant when attached to the scope, causing the cover to be damaged. The event can be detected/prevented by following the instructions for use which state: 3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Olympus will continue to monitor field performance for this device.